Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Initial reporter unknown at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices used for sacroiliac and thoracolumbar procedures. It was reported that three probes were all damaged in the same spot. It was noted that the clinical details of the cases were unknown by the site and that the site used a mallet on the instruments. There was a less than hour surgical delay and no reported impact on patient outcome.

Manufacturer narrative:
Additional information was received and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The thoracic probe 9734680 navlock (lot# 190516) was returned for analysis. Analysis found that the returned probe had several impact marks at the back end causing the reported fit issues with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.